Manufacturer narrative:
It was reported a customer noticed the thermage cpt treatment tip sparking during treatment. Customer confirmed no injuries to the patient occurred during treatment. The treatment tip was returned for evaluation. Service evaluation of the treatment tip confirmed damage along the radio frequency trace of the tip. This evaluation confirms the customer¿s account of possible sparking from the tip membrane during treatment. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. The data-card was not evaluated so it is unclear if any errors occurred that alerted operator. A review of the manufacturing records showed all requirements were met. It was reported no patient injury occurred during treatment. Tip evaluation confirmed damage on the tip membrane along the radio frequency trace. Investigation found sparks from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane.

Manufacturer narrative:
The tip passed flow, leak, and thermistor testing. The tip failed visual inspection due to the observation of dielectric breakdown. Functional testing could not be performed due to the observation of dielectric breakdown. A review of the device history records is in progress.

Event description:
A surgery center reported a doctor observed a spark, during the 445th rep, from the treatment tip while performing a thermage treatment. There was no patient injury reported.